Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient bent over and thought her "pump stopped working¿ and was ¿worried the pump is not working¿. The pump was being used to deliver morphine, and an unknown medication. A catheter dye study was performed, which was attempted without the use of contrast. It was noted that the health care provider (hcp) was able to aspirate 1ml from the catheter access port (cap) and did not push contrast. A pump refill was also completed at that time. The patient status at the time of the event was reported as ¿alive-no injury¿. There were no symptoms or complications associated with this event. It was further reported that the medications in the pump were morphine and bupivacaine. No further actions taken and no report from patient. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported, the patient has not reported any issues with the pump since (B)(6) 2013; date of procedure. The patient was receiving effective therapy. The pump was delivering compounded baclofen and morphine.